Event description:
Company representative called in to report that the customer's blood glucose dropped to 1.2 mmol/l due to the insulin pump was not working correctly. Caller stated that the insulin pump was over delivering during fixed prime and she had to reset her setting every time she changes the battery. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.